Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with three infusion sets. The cannulas were crimped. The event occurred on 06-sep-2024. Patient noticed symptoms within 3 or more hours of insertion. The insertion of the site was the buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.